Manufacturer narrative:
The customer returned gds and da to mc cable was installed in an fi test ventilator. During normal ventilation operation the cable was flexed. On several occasions e/c 1009 was observed. The intermittent failures were traced to the connector springs on one da to mc cable connector that were opened significantly more, reducing the reliability of the electric connection. After replacing the cable no more errors were observed during startup and operation.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient involvement.